Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was high at the time of passing due to being disconnected from the insulin pump for less than a day. The caller stated that the insulin pump was disconnected per the health care professional's suggestion. The caller stated that the customer passed away in a hospital on (B)(6) 2012. The cause of death was cancer. The caller stated that the customer had cancer, first, in 2002, and the second time in 2010. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected per the health care professional's suggestion. The customer was using sensors. The caller did not know whether a sensor was worn at the time of death or not. The caller stated that they no long have the customer's insulin pump.